Manufacturer narrative:
Our field service engineer has investigated the unit. A 10 000 h overhaul service was performed, after which the unit passed all functional tests and was cleared for clinical use. No replaced parts have been returned for further investigations. Hence, the true root cause has not been possible to determine.

Event description:
It was reported that the pressure of the compressor dropped when connected to a ventilator. There was no patient involvement. (B)(4).